Event description:
During a standard treatment an electrical dental handpiece got hot and caused a little redness to lip. No medical care was necessary.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and caused a little redness to lip. No medical care was necessary. The analysis of the handpiece did show that it had a medium debris level and the head had a dent at the backcap. This caused the backcap button to stick in. As a result the handpiece heated up due to friction. In addition the bearings have been gritty and hence heating up, too. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specifications. Reported due to the 2 year presumption rule.